Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (belt would not communicate with a monitor) was confirmed. As received, the electrode belt failed would not communicate with a monitor. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the inability to communicate with a monitor was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.